Event description:
The facility reported a pump with a failure code 814:01 on ch c. This failure code occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
A request for the return of the device has been made.